Event description:
Philips received a complaint indicates that device did not discharge. Patient involvement information remains unknown, despite multiple requests have been sent to customer. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.